Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cribriform occluder was selected for an implant using a 9f amplatzer torqvue delivery system. During the procedure, the device could not fully opened and appeared bulbous in shape. Device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A 25mm mm amplatzer cribriform occluder was ultimately implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 9f delivery sheath was used, there was not any angulation or kink in the delivery system was noted, and there was not any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.